Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right heart failure and cardiogenic shock could not be conclusively established through this evaluation. The device reportedly operated as intended and was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had mild right heart failure prior to the left ventricular assist device implant. The patient's right heart failure progressed and the patient ultimately decided to be placed on comfort care. It was unknown whether the device contributed to the right heart failure. However, the death and the cardiogenic shock were not considered device related and the device was noted to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular failure and cardiogenic shock.